Manufacturer narrative:
Other, other text: no serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. Corrected data: health effects corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the moment of the application, needle pricked in the cap. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.